Event description:
The nurse of a (B)(6) old male patient called zoll customer support to report that the pins on the patient's electrode belt were bent. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent p[ins) has been confirmed. Upon evaluation, the pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.